Event description:
Additional information was received indicating that the patient was still having concerns regarding their device or therapy but was working with their physician or manufacturer representative. It was noted that they would have an appointment date after the holidays.

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. They had an appointment for (B)(6) 2015.

Event description:
It was reported that the patient¿s device couldn¿t be programmed on the day of the surgery for ¿obvious reasons.¿ the patient met with a manufacturer representative who programmed the device 14 days prior to the initial report of the event. The device seemed to work fine on tuesday, wednesday, and thursday; it worked fine for the first four days after it was programmed. After the first four days it started to not act right. The patient could decrease stimulation, and then if he bent over and stood back up stimulation would ¿shoot back up¿. It was noted that one time the patient was standing at the sink and he got ¿zapped¿ and released what he had in his hand. These things had happened on two or three occasions. Six days prior to the report of the event, the patient was vacuuming and all of a sudden stimulation turned off and didn¿t come back on for 20 minutes. The device seemed to have erratic operation. The patient was having problems with the operation of the ¿unit¿. It was noted that the patient liked program b better than program a because program b had a higher rate setting, and that the patient had not called the manufacturer representative who did the programming yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0320126v, implanted: (B)(6) 2003, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger.